Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced poor performance with device use leading to device non-use. Reprogramming attempts were made; however the issue could not be resolved. In (B)(6) 2017, the patient experienced blood at the abutment site due to the patient sustaining a possible impact to implant site. The patient also experienced irritation around the abutment site. Subsequently, the abutment was removed under a general anaesthetic on (B)(6) 2017, and the site closed. There are plans to replace the abutment at a later stage.